Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified right popliteal artery. A 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.